Event description:
On (B)(6) 2025, the user's mother reported that on (B)(6) 2025, the user was admitted to the emergency room (ER) and subsequently hospitalized due to diabetic ketoacidosis (dka). It was stated that on the day of the event, the user became ill with a virus and experienced vomiting and a bg of 480 mg/dl. She was transported to the ER and treated with intravenous fluids and manual insulin injections.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. The device was not returned, and the user did not sync device data to the cloud; therefore, no investigation could be performed. Based on the available information, a definitive root cause could not be determined. Should additional, relevant information become available, a supplemental report will be submitted.